Event description:
It was reported that during the implant procedure, the patient experienced a vascular dissection while delivering the delivery catheter to the coronary sinus. The physician removed the delivery catheter from the vasculature and conducted "emergency rescue" and the patient was hospitalized in the coronary care unit (ccu). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.